Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Radiographs provided confirm the alleged event. Patient's post-op physical activity is unknown. No root cause can be confirmed at this time. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: . Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "... Patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration..."

Event description:
On (B)(6) 2020 a patient underwent spinal procedure. As per reporter, three months postoperatively, radiographs indicated that the cage had migrated. No revision procedure will be performed.